Manufacturer narrative:
(B)(4). Report source: foreign county: (B)(6). An offset handle was returned for evaluation. Visual review of the device identified strike plate, handle body, lever, and distal end show signs of wear and tear from previous uses. Pin that actuates the locking cam has fractured off. Fractured piece was not returned with the device. No other damage was noted. Device has an approximate field age of 9 years. Review of the device history records identified no deviations or anomalies during manufacturing a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during inspection, the instrument was defective. The device was later returned fractured. No adverse events have been reported as result of the malfunction. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.